Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. The guidewire is not expected to be returned for analysis. If additional information is received a follow-up medwatch report will be submitted. Product was disposed of.

Event description:
As reported: "the safari wire was prepped and introduced as per the dfu. The lotus valve was prepped and introduced as per the dfu. Passage through the introducer was unremarkable (usual forces). Marker management ascending up to the arch was done as per the lotus step by step with the secondary operator cradling the handle and primary operator applying gentle torque as the catheter advanced. Prior to crossing the arch, the c-arm was adjusted to an lao view to open the arch and the secondary operator began to apply some tension on the safari wire (as per our step by step, to keep the nosecone from interacting with the arch anatomy. As the secondary operator attempted to apply tension, he reported that the wire was stuck. He tried multiple times to adjust the wire forward or back slightly. It was recommended that the system (valve and wire) be removed from the body as one unit. When the wire/lotus were out of the body, we were unable to push the wire through the distal end of the lotus device or to pull it back proximally. The patient remained stable for the entire time we were looking at this issue and while we prepped a second safari wire and 27 mm lotus valve. The 2nd safari was delivered without event and the 2nd 27 mm lotus valve was prepped, delivered, and deployed with a successful final result (no pvl, no gradient). The device was accidentally disposed of before rep could request that it be saved so rep could send for analysis, so it will not be coming back."